Manufacturer narrative:
Block b3: exact date unknown, event occurred a few years ago.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and a non-rechargeable device was implanted. The patient was doing well postoperatively and the explanted device was not returned.